Event description:
Pt received 64 ml out of 100 ml in approx 1 hr. Total 100 ml to infuse in 8 hrs. Pt went to ER to be evaluated. Blood pressure was extremely lowered. Pt had received med from this pump for several months with no malfunctions. Family says that they had not changed settings on pump, new battery was in place. Nurse had programmed pump, settings appeared accurate.